Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, when the 180 series scopes are plugged in, there is no image, just black screen and flashes. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is returned and evaluated. This supplemental report is being submitted to provide this information. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device does not work with the 180 series scopes. This is attributed to the due to faulty patient board (cr board) set. In addition, the faulty cr board caused the focus function error e204 to be received on the monitor. All video output signals tested okay. All other functions tested okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum jun 16, 2022: reported event occurred in the gastrointestinal (gi) laboratory.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty patient substrate set. Olympus will continue to monitor field performance for this device.